Event description:
.

Event description:
It was reported that after a hysterectomy procedure, the patient returned to the ward and the incision started to open up as the staples were not holding the skin closed. It is unknown what actions were taken to manage the problem. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: additional information was requested on (B)(4) 2011 and no response was received. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Additional information: information provided by the scrub nurse: after they closed the sheath with 1 vicryl ((B)(4)), registrar used the remaining ((B)(4)) to close some of the fatty layer and then used the skin clips. Most fell off during her application of the clips and she then just put a mepore dressing on the wound.